Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post pulmonary ablation procedure interrogation. Upon review, it was revealed that the implantable cardiac monitor could not be interrogated with the bluetooth dangle or programmer. The bluetooth chip reset was completed and telemetry troubleshooting was completed. The programmer was still unable to communicate with the device. No interventions or patient consequence were reported.